Event description:
During a clinical trial sponsored by (B)(6), a serious injury occurred with a navistar thermocool. The patient¿s medical history is unknown. The patient experienced a pericardial effusion without a tamponade. The patient did not require hospitalization nor intervention. It resolved without sequelae. The physician¿s opinion regarding the cause of this adverse event is that this was possibly device related and definitely procedure related. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The reported lot number is 16096781m. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).